Event description:
I purchased stain away plus denture and partial cleaner to clean my partials. It is manufactured by regent labs, inc. (B)(4). The box clearly states it is a powder to use one cap-full daily to safely from 20 minutes or overnight. Will not harm your denture or partials. It does not have a child proof lid!! It is sold in the toothpaste aisle. I used this product one time as instructed and soaked my dentures for 20 minutes and it was so strong with bleach that it completely turned the pink gum part of my dentures white, completely destroying them. It was a blue and white crystal powder. It was highly toxic with bleach. I took my dentures and the cleanser to my dentist and he confirmed, the product destroyed my dentures. My dentures are made of very high quality lucitone 199, MFR dentsply. My dentist and I both contacted regent labs, inc. To inform the president and owner gene, of the damage and toxicity his product did to my dentures. After argumentation and threat of a class action law suit, regent labs, inc. Agreed to pay for the damages to my dentures. I have grave concern not only is this product destroying dentures, but the ingredients are not labeled. It is poisonous, no child proof lid, and should have a warning label, and should also be sold behind the counter. Dental products are kept in our home, shelf level, where children have easy access. This blue and white crystal powder looks like candy. It may contain other toxins harmful to the body bedsides abnormally high bleach. It needs to be investigated immediately, and so does regent lab, inc. For possibly using harmful or illegal substances without warning or labeling or proper safe container. Denture cleanser, stain away plus, 8.1 oz, plastic bottle of white and blue powder. Use one capful. Description: daily to soak dentures 20 minutes to overnight. Regent labs, inc. Has agreed to pay for the damages to my dentures after threat of a class action law suit. Retailer: (B)(6). (B)(4).